Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle was unable to deliver medication. The following information was provided by the initial reporter : the patient reported that the drug solution did not come out of the device.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle was unable to deliver medication. The following information was provided by the initial reporter : the patient reported that the drug solution did not come out of the device.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-09. H6: investigation summary one open 30g x 5mm safety pen needle sample and two photos were returned from an unknown lot. No., cat. No. 329705. Visual examination was carried out on the returned sample and photos and a bent non patient end cannula was observed. Due to the condition the sample was returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle was unable to deliver medication. The following information was provided by the initial reporter : the patient reported that the drug solution did not come out of the device.

Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle was unable to deliver medication. The following information was provided by the initial reporter : the patient reported that the drug solution did not come out of the device.